Manufacturer narrative:
Initial report submitted: january 14, 2008.

Event description:
According to the reporter: when the scissors are inserted into the sheath, the sheath was torn; no patient injury reported.